Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 4/20/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a 65 year old female (70kg) patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Patient has a history of heart failure. Late in the procedure during use in the ablation phase, cardiac tamponade was noted, pericardiocentesis was performed. After pericardiocentesis the patient required percutaneous cardiopulmonary support (pcps). The patient has heart failure in a healthy state. Patient condition was reported as improved. It was not reported extended hospitalization was required. The device evaluation was completed on 5/19/2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the product that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30448217m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female (B)(6) patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Patient has a history of heart failure. Late in the procedure during use in the ablation phase, cardiac tamponade was noted, pericardiocentesis was performed. After pericardiocentesis the patient required percutaneous cardiopulmonary support (pcps). The patient has heart failure in a healthy state. The physician commented that the cause of cardiac tamponade was unknown. Patient condition was reported as improved. It was not reported extended hospitalization was required. There was no evidence of steam pop. It was not reported the catheter was used inappropriately not according to the instructions for use. Parameters and settings are not available.